Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and (B)(6) 2012 and mesh were implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on due to stress urinary incontinence. Following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, bleeding, and dyspareunia. It was reported that patient underwent removal of sling on (B)(6) 2012 due to mesh erosion.

Manufacturer narrative:
Date sent to the FDA: 3/11/2016, it was reported that patient underwent posterior levator trigger point injections on (B)(6) 2012 and (B)(6) 2012 due to pelvic pain, vaginal foreign body and myositis myalgia. No additional information was provided.(B)(4).